Manufacturer narrative:
Additional information received via voluntary medwatch on 11/15/2018. Reportedly, the customer experienced diabetic ketoacidosis.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. Customer confirmed pump display turned on when plugged into a power source. Blood glucose (bg) level ranged from 310-439 mg/dl and the customer went to the emergency room to treat the bg level. Customer received manual insulin injections and intravenous fluids as treatment. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery.